Manufacturer narrative:
(B)(4). Visual inspection: the 5mm x 32cm strykeprobe l-tip was examined under a microscope and it revealed wear and tear on the tip. Also, the microscope revealed melted sheath residue on the shrink tubing. The probable root causes for the reported failure involving this device could be due to: the probe is not isolated from the patient when activated; the probe is activated while irrigating or aspirating fluid; the sheath is extended or electrosurgical probe is improperly assembled to the suction/irrigator, or; generator power set too high. The failure(s) identified in the investigation is consistent with the complaint record. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a case the power setting was set to 80. The sheath ruptured and burned the patient's liver. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that during a case the power setting was set to 80. The sheath ruptured and burned the patient's liver. The procedure was completed successfully.